Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2938836-2019-04085. It was reported that there was variable and increased capture thresholds on the right ventricular (rv) lead. During the explant procedure, the previously capped rv lead was also explanted and replaced. The previous rv lead had been capped and replaced due to variable and increased capture thresholds. Both rv leads were explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies except those consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.